Event description:
The patient reported that a few days after her generator replacement surgery (which occurred on (B)(6) 2013), the patient suffered a fall from a seizure and was found on the kitchen floor. The patient was hospitalized for eight days. The patient stated that for the past week she has been experiencing pain upon touch, is unable to sleep on her left side, and has clear drainage at the generator site. The patient denies redness. The patient stated that she had not yet contacted her physicians about this, but was scheduled for a post-surgery appointment. The patient was placed on a three-way call with her neurology clinic (at the patient's request) to inform the physicians of the events. Attempts have been made for additional information; however, they were unsuccessful. No other information was received.